Event description:
It was reported that the pt has expired after an implant duration of .01 months, due to unk reasons. It is unk if the death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.